Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) which state: inspection of the instrument channel and forceps elevator. The event can be prevented by following the instructions for use (IFU) which state: be sure to brush the inside of the instrument channel and suction channel. Otherwise, insufficient cleaning and/or disinfection of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. Do not retrieve the stent through the instrument channel of the endoscope. A stent or piece(s) of a stent may stay in the instrument channel or the suction channel of the endoscope even after reprocessing. It may cause incomplete reprocessing, and pose an infection control risk, cause equipment damage, or reduce performance. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
There are two associated devices in this event, the scope (tjf-q190v) with the stent used in a procedure and the automatic endoscopy reprocessor (oer-pro) in which the scope was reprocessed prior to use after a procedure on the previous day. These are captured in the medwatches with patient identifiers as (B)(6) (tjf-q190v) and (B)(6) (oer-pro). This medwatch is for the patient identifier (B)(6). Due diligence was performed for this event. The customer considers that this event is a singular case and that the issue is resolved. The device will not be returned for repair nor is available for evaluation. As such, a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information. Olympus endoscopy support specialist (ess) suggested that since the pancreatic stents are very small, the pre-cleaning should be performed immediately after the procedure with a reusable brush, making sure the stent is removed from the scope.

Event description:
As reported for this event by the customer, the device was being used in an endoscopic retrograde cholangiopancreatography (ercp) procedure to put a metal stent in the patient. A plastic stent came out of the device and fell into the patient. The plastic stent was removed from the patient. There was no harm or adverse impact to the patient. The procedure was completed with the same device without any delay. The patient did not need additional anesthesia. Infection is being monitored by the facility. Current status of the patient is not known; however, there is no report of infection as yet. Duration of the procedure is not known. The device had been reprocessed as usual in the automatic endoscopy reprocessor (aer) after the procedure the previous day in which the plastic stent had been used. No abnormality had been noticed during the reprocessing, nor was it observed that the cook 5 french plastic pigtail stent that was used in that procedure was still in the device. The aer had not given an alarm to warn of the retained stent in the device. The device was therefore considered cleared to be used in a procedure. There are two associated devices in this event, the scope with the stent used in a procedure and the automatic endoscopy reprocessor (aer) in which the scope was reprocessed prior to use after a procedure on the previous day.